Event description:
It was reported that the patient experienced a confirmed catheter blockage. A pump reservoir volume discrepancy was noted in 2009. The actual residual volume in the reservoir was 16 ml; the expected residual volume was 5 ml. The pump contained fentanyl 4000 mcg/ml; baclofen (lioresal) 500 mcg/ml; bupivicaine 2% and clonidine 300 mcg/ml. The patient experienced increased pain, nausea/vomiting and irritability. The patient was taken to surgery at approx 2 months later for a catheter revision; the catheter was kinked. Per the reporter, there was no injury.